Event description:
Device 2 of 3: reference MFR. Report#1627487-2018-08549 , reference MFR. Report#1627487-2018-08547. Follow-up revealed effective therapy was restored postoperatively and the issue resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3, reference MFR. Report#1627487-2018-08549, reference MFR. Report#1627487-2018-08547. It was reported the physician alleged the octrode lead appeared to be fractured after review of x-ray imaging. During ipg replacement surgery on (B)(6) 2018 (ref. MFR. Report#1627487-2018-07690), the physician opted to disconnect the octrode lead and connect both tails of existing paddle lead into the new ipg header to address the issue. Reportedly, the octrode leads remain implanted. Postoperative follow-up from the procedure is pending.